Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s freestyle libre 3+ sensor was not providing readings and a pairing failure occurred, prompting a sensor change and manual finger-stick entry of blood glucose at 208 mg/dl; the user was successfully guided to start a new sensor and to input a manual bg while awaiting sensor activation. Symptoms included hyperglycemia as evidenced by a finger-stick value of 208 mg/dl after a meal. Outcomes included temporary loss of cgm data requiring manual bg entry and education on sensor start-up and pairing. Investigation included troubleshooting and education on sensor replacement, cgm pairing, and manual bg entry procedures. Investigation of this case revealed a resolved cgm pairing failure with successful activation of a replacement sensor, and no ilet pump malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction during cgm sensor start-up and pairing, with resolution following standard troubleshooting.